Manufacturer narrative:
(B)(4). A wallflex ¿ duodenal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 11mm. The exterior tube was kinked at 46cm distal to the proximal end of the hub and was detached from the exterior handle. The metal shaft was also noted to be slightly bent. During the product analysis, the investigator was able to manually deploy the stent by pulling back the exterior tube with no difficulty. No other issues were identified during the product analysis. Device analysis determined that the noted damages are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex duodenal stent was used in the duodenum during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a 9 cm malignant stricture caused by pancreatic cancer. During the procedure, a strong resistance was encountered in an attempt to release the stent. Reportedly, the deployment handle detached from the catheter and it was impossible to deploy the stent. The wallflex duodenal stent was removed from the patient and the procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; the stent was partially deployed.